Event description:
The user contacted the hospital on (B)(6)2023 as he began to feel pain on the skin in the area above the cochlear implant. In subsequent checks, a progressive swelling of the skin was found. It was decided to reduce the intensity of the magnet of his processor from strength 5 to 1 and give therapy. Over the next three months, the implant continued to move superiorly toward the skin eventually causing skin dehiscence and was about to extrude. The user re-implanted. Per device explantation report, the stimulator housing was found dislocated. Images received taken while the device was implanted show the stimulator package close behind the pinna.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a skin breakdown and the device was about to extrude. Reportedly, the implant housing migrated from its intended position, which might have contributed to the observed issue. The explanted device is not available for investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user contacted the hospital on (B)(6) 2023 as he began to feel pain on the skin in the area above the cochlear implant. In subsequent checks, a progressive swelling of the skin in correspondence with the cochlear implant was found. It was decided to reduce the intensity of the magnet of his processor (rondo 3) from strength 5 to 1 and give therapy. Over the next three months, the implant continued to move superiorly toward the skin eventually causing skin dehiscence and was about to extrude. The user was explanted and re-implanted on (B)(6) 2023.